Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient, and positioned at the hemostasis site. However, when the physician attempted to cauterize the tissue, the gold probe failed to deliver electrical current. The complainant reported no visible damage to the device; the gold probe was not tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same active cord and generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the gold probe device was inserted into the patient, and positioned at the hemostasis site. However, when the physician attempted to cauterize the tissue, the gold probe failed to deliver electrical current. The complainant reported no visible damage to the device; the gold probe was not tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same active cord and generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The customer's complaint of the device's failure to cauterize has been confirmed, based on analysis. The initial visual inspection during analysis revealed no anomalies. The device was dissected and one of the copper wires was found to be detached from the body connector. It appears to have been cut sometime during the manufacturing process. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.